Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level., but no additional information was received regarding outcome of event.